Event description:
The customer reported that air bubbles were detected in the hemostasis valve during a percutaneous coronary intervention procedure. Firstly on aspiration of contrast through the manifold attached to the sidearm tubing. Secondly numerous bubbles were observed after the withdrawal of a long angioplasty balloon. The customer stated that this has occurred multiple times but did not provide any further information. No harm or injury was reported. The customer reported multiple defective devices but did not provide any further information or clinical details for the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The customer did not provide a lot number. Without a lot number the device history record could not be reviewed. Merit is unable to determine the root cause of the reported failure without the suspect device. No conclusion can be drawn. Evaluation, method: actual device not evaluated.